Manufacturer narrative:
Physio-control downloaded and evaluated the electronic records from the customer's device. It was observed that the device had powered off after energy was delivered. However, it is unknown if the device power off was the result of the user powering off the device or the result of a device malfunction. The cause of the reported issue could still not be determined conclusively.

Event description:
The customer contacted physio-control to report that their device "blinked off" and the service indicator became illuminated when defibrillating into a test load. In addition the device logged a potentially critical event code that is indicative of a device lockup. In this state defibrillation therapy may be delayed or not be available to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. There were no codes in the service log. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device "blinked off" and the service indicator became illuminated when defibrillating into a test load. In addition the device logged a potentially critical event code that is indicative of a device lockup. In this state defibrillation therapy may be delayed or not be available to the patient if needed. There was no patient use associated with this event.